Event description:
The customer reported an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.